Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal inside jaws became separated from jaw. This was user error, as the jaws were open and advanced catching on the c ring. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: changed "device not returned" to "device discarded by user, unable to follow up". Updated sections: (added "use error caused or contributed to event"). (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal inside jaws became separated from jaw. This was user error, as the jaws were open and advanced catching on the c ring. The hospital did not report any patient effects.